Manufacturer narrative:
(B)(6). Event date should be (B)(6) 2016 rather than (B)(6) 2016.

Event description:
New information received on (B)(6) 2016 states that oversensing was caused by noise, which resulted in atp and shocks. This lead replaced the riata's pace/sense portion at some time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing, the lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.